Manufacturer narrative:
Device history record (DHR) review was conducted and the product met quality requirements for product acceptance. This device was received for analysis but the engineering report is not yet available. However, it will be submitted within 30 days upon receipt.

Event description:
As reported, the balloon of a 5f mynxgrip vascular closure device (vcd) was reported to have a hole when the interventional radiology (ir) technologist is preparing the balloon prior to insertion for a weekend case. There was no reported patient injury. The device will be returned for analysis.

Manufacturer narrative:
The balloon of a 5f mynxgrip vascular closure device (vcd) was reported to have a hole when the interventional radiology (ir) technologist was preparing the balloon prior to insertion for a weekend case. There was no reported patient injury. The device was stored and handled per the instructions for use (IFU). The mynx vcd was prepped according to IFU instructions. The deployer¿s mynx training status was certified. Hemostasis was achieved by using manual compression. The patient's hospitalization was not extended as a result of the event. The patient¿s outcome/status after the mynx event was recovered. Additional procedural details were requested but are unknown. The product was returned for analysis. A non-sterile mynxgrip vascular closure device 5f was returned. Per visual analysis, the shuttle cartridge was engaged to the handle. The procedural sheath was not returned. The catheter was inspected for anomalies. No anomalies were observed. Per functional analysis, leak testing was performed by attempting to inflate the balloon from the returned device with water. The results revealed a leak in the balloon. Per microscopic analysis, the leak was caused by a micro tear in the balloon, approximately 4.5 mm from the balloon¿s proximal neck. A product history record (phr) review of lot f1926002 revealed no anomalies or non-conformances during the manufacturing and inspection processes that can be associated with the reported event. The reported ¿balloon loss of pressure¿ was confirmed during analysis of the returned device. The balloon loss of pressure was caused by a micro tear in the balloon, approximately 4.5 mm from the balloon¿s proximal neck. The exact cause of the reported event could not be conclusively determined. Vessel characteristics, although unknown, may have contributed to the reported event. According to the instructions for use (IFU), which is not intended as a mitigation of risk, users are instructed to discard the device if the balloon does not maintain pressure. Neither the phr review, nor the product analysis, suggests that the event experienced by the customer could be related to the manufacturing process; therefore, no corrective/preventive action will be taken at this time.